Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic and upon interrogation, the ventricular lead exhibited increased threshold. The device was reprogrammed and no adverse consequences occurred to the patient. The patient would be monitored.